Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode, with further in clinic examination recommended to determine the root cause. This device remains in service. No additional adverse patient effects were reported.